Event description:
Procedure type: roux-en-y. Patient gender: unknown. According to the reporter: after firing, intestine jejunum side of the donut tissue was stuck in the device's shaft and could not be removed. No delay to operating time, no tissue loss and no bleeding occurred as a result. The surgeon pulled the device out and a small tear to the membrana mucosa occurred, however, no details have been provided as to how/if it was repaired. No patient details were provided.

Manufacturer narrative:
Initial report sent: 01/30/2008.